Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, product type: implantable neurostimulator.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had two inss implanted. One never worked after two surgeries and was told to leave it off. The second one zapped the patient into oblivion and kept off until both explanted. No further complications were reported or anticipated. Reference manufacturer report # 3007566237-2017-04460.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.